Manufacturer narrative:
Philips received a complaint on the mrx device indicating that the device has no display. There was reportedly no patient impact or injury. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text : customer did not respond to good faith efforts.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was nothing on the display screen. There was no reported patient impact or injury.